Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "burn" (about the size of a silver dollar) under therapy pads. The patient also described the irritated area as looking like a "blister that broke open". The patient reported having an allergy to the metal nickel. There was no alleged device malfunction contributing to the irritation. The patient went to a medical clinic and confirmed that she was prescribed hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.